Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to a sinus tachycardia. The device detection and therapy settings were optimized and the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the implant date and initial reporter information.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to a sinus tachycardia. The device detection and therapy settings were optimized and the device remains implanted. No adverse patient effects were reported.